Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 30. On (B)(6) 2023 , the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, swelling and inflammation. No further patient complications were reported.